Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the pump suspended due to a sensor glucose of 54mg/dl on (B)(6) 2024. Customer responded late to the alerts. Blood glucose was 27mg/dl. Customer had a low. The low was treated with a spoon of honey and the blood glucose increased to 302mg/dl. Customer did not allege high for the 302mg/dl. Customer did not have malaise. There was no treatment for the symptoms. Paramedics were called. They took him to the emergency room. Troubleshooting was done. Smartguard was not used.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended due to sensor glucose vs blood glucose reading difference. The customer reported a blood glucose value of 302 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with emergency medical service(ems)/ambulance/emergency room(ER) visit, and glucose/carb intake. Troubleshooting was performed. The event involved product(s) mmt-7040d1. The customer reported low blood glucose. Insulin delivery has been suspended due to a glucose difference between sensor glucose and blood glucose. The sensor glucose value of 54 mg/dl triggered the suspension, while the low limit in sensor settings was unknown. The blood glucose value associated with the triggered suspend event was 27 mg/dl, which exceeded the target glucose difference. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode was active at the time. The customer does not believe the pump was over-delivering. No further patient complications were reported. Product return for mmt-7040d1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.